Event description:
During surgery, initial rptr stated tha pack was missing the 20 gauge scleral plug which is normally contained in the pack. Staff switched to anoter pack taking the 20 gauge needed and continued with the procedure. There was no delay in surgery nor any adverse effect to pt.